Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip insertion or usb (universal serial bus) cable insertion. Reader was connected to pc and approved software, however did not recognize the reader. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. The returned usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. Reader log was unable to be downloaded due to damaged pcba board. An extended investigation was performed. Visual inspection has been performed on the returned reader's pcba and burn damage was observed to the u13 chip. It was determined that the root cause for the damaged u13 and the cause of the reader to not powering on was due to the customer not using the provided usb power adapter as the amount of voltage/current exceed the max rating of u13 and caused the failure. This is not possible with the abbott-provided usb adapters; therefore, the issue is a use error. Reader logs were unable to be downloaded due to damage to the cpu caused by the damaged u13. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.